Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a scratch starting from the esc button to the right hand side of the screen. The customer stated that could not read the insulin pump screen. The customer's blood glucose was around 300 mg/dl at the time of incident. The customer's blood glucose was 284 mg/dl at the time of call. The customer stated that they have been treating the blood glucose by bolus. The customer mentioned that the insulin pump was exposed to water. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.